Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Provided ventilator logs were reviewed. The event log indicate alarms for leakage in the patient breathing circuit or a disconnect situation; expiratory minute volume low, respiratory rate high and peep low. According to the test log, successful pre-use checks were carried out prior and after the event date. The technical log does not contain any technical error codes that would suggest the ventilator malfunctioned at the time of the event. The cause of the alarms has not been conclusively determined but they were most probably due to leakage. Where it occurred cannot be determined via log review but most likely originated from the patient circuit.

Event description:
It was reported that the ventilator generated incorrect tidal volumes. There was no patient harm. Manufacturer's ref. #: (B)(4).